Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose. The customer declined to provide information on the reported issue and reported this was a normal/frequent event for the customer. Juice was consumed to treat bg level.